Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The capsular contracture is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "fibrosis", rupture, capsular contracture, "mild and focal chronic inflammation" , and "also the risk of lymphoma anaplastic large cell (alcl), connected to these breast implants" on right side, device has been explanted.